Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The medtronic tissue bioprosthetic heart valve product manufacturing processes involves a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. The tissue processing for tissue heart valve product structures includes a series of bioburden reduction processes which were designed and validated to inactivate all known fungal or mold species. Subsequently, to the last bioburden reduction step, the assembled products are packaged into sterile jars in final sterilant solution and are enclosed in torqued lids to ensure sterile barrier under an iso class 5 clean zone. The terminal sterilization process is validated using bacillus atrophaues atcc 9372, as recommended under iso 14160:2011. To minimize the further risk, finished assembled valve products are packaged under iso class 5 with sterilized components in jars and lids. The last bioburden reduction process for the tissue heart valve products whereby the process was challenged with 106 cfu of mycobacteria species and bacillus atrophaeus atcc 9372 (aka bacillus subtilis varniger) at worst case conditions (minimum glutaraldehyde concentration at half the exposure time). The validation studies demonstrated that a sterility assurance level of 10-6 or better will be met against mycobacteria and bacillus species. In addition to these controls in place, a routine microbial monitoring program is incorporated into the manufacturing process. This program encompasses the monitoring of environmental area, assembled product bioburden, and packaging solution. Any growth, if found from the assembled product and packaging solution are characterized and evaluated for potential resistance to the terminal sterilization process. Finished products are only released with acceptable bioburden results. Additionally, acceptable sterility testing result is a requirement for finished product release. Hence, the controls and microbial monitoring programs in place will further minimize the risk of microbial contamination. Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process.

Manufacturer narrative:
Additional information has been requested, but no new information has been received to-date. The product has not been received for analysis. Without receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 15 days post implant of this mitral bioprosthetic valve, the patient died of aortic and mitral valve endocarditis. The aortic valve was a non-medtronic product. The organism of the endocarditis has not been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.